Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported foot retraction problem; however, the difficulty removing the device, tissue damage, hemorrhage and additional treatments appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that arteriotomy closure of the right common femoral artery (rcfa) was attempted using a proglide device via a 6fr sheath after coronary angioplasty. Reportedly, the proglide suture was delivered without issue. After pulling back on the plunger and cutting the suture, the foot plate handle was put back down to flat position but there was resistance to device removal. The proglide was removed from the body but the foot plate was not completely in the down position despite the handle indicating that it should be. Within the apparatus of the foot plate there was tissue which was likely the traumatized portion of the rcfa. Angiography revealed rcfa vessel trauma. Manual compression and a sub-occlusive peripheral balloon did not stop the bleeding. A covered stent was implanted in the rcfa to achieve hemostasis. Because the patient required reversal of the anticoagulation within minutes of the coronary stent implant, the stent implanted in the rca thrombosed requiring repeat percutaneous coronary intervention from the left radial approach. One unit of packed red blood cells was transfused the following day. Hospitalization was prolonged. The patient was discharged to home 4 days post-procedure in stable condition. The physician is reportedly trained in the use of the proglide device. No additional information was provided.